Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, however no additional information was provided other than the initial report. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following treatment with a lumenis acupulse laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
Additional information: on december 19, 2017 lumenis received new information from the user facility confirming that the patient would suffer no permanent impairment. A lumenis healthcare professional evaluated the provided treatment settings and patient skin type data concluding treatment settings were within specifications per common medical practice, device training, and device labeling. Furthermore healthcare professional concluded "severity of injury: is transient and will not lead to permanent impairment (nor in color nor in texture). The area covered still displays inflammation, which may result from poor post-op care and/or lack of observance of sun avoidance. Inflammation will clear over time without leading to permanent impairment and pih within the scar itself does most likely not result from the treatment but could have been present at baseline. Another hypothesis could be that the operator was not using the superpulse emission mode but the cw mode which would lead to lengthy inflammation on skin types above IV." Based on the new information, lumenis is withdrawing the adverse event claim, and has changed the conclusions in this report to 'user error caused or contributed to event'.